Event description:
Mycobacterium abscessus infection at sites of insulin injection on thighs and abdominal wall [mycobacterium abscessus infection]. Case description: medical device information: class iib. Spontaneous report received from (B)(6) was reported by a consumer as "mycobacterium abscessus infection at sites of insulin injection on thighs and abdominal wall." The case concerns a patient treated with novopen 3 silver (insulin delivery device) for approximately three years for diabetes mellitus (type unknown). Patient's height: (B)(6). Medical history includes a similar problem with mycobacterium abscessus infection in (B)(6) 2000. For approximately 5 years, the patient has used novorapid penfill (rapid-acting insulin aspart). Since (B)(6) 2009 and ongoing, the patient has experienced injection site skin infection located to her stomach and leg, which has been medically confirmed as mycobacterium abscessus infection at sites of insulin injection on thighs and abdominal wall. The patient had been trained in the use of the novopen 3. She did perform air shots prior to each injection and a function check was performed. However, the novopen 3 did not pass the function test. The patient used temmo 8 mm 12 needles. She did not re-use the needles. The suspected product was stored according to recommendations. The operator of the device at the time of the event was the patient. Treatment of the event was surgical excision of areas of infection and antibiotics. There are no relevant test results. Time interval between drug administration and start of event, treatment duration or time lag if event occurred after cessation of treatment were reported as not relevant. After withdrawal of product, the symptoms have improved. Novopen 3 was not reintroduced. The overall outcome is reported as "not yet recovered;" all lesions now excised. Analysis reply: product: novopen 3 silver, lot no.: 941806. Device conclusion: visual and functional examinations were performed. There is a lot of dirt on the pen. The observed problem could not be related to any novo nordisk processes. This case was re-classified from non-serious to serious on (B)(6) 2009 due to intervention was required. Comment: company comment: the patient's medical history includes the similar problem with mycobacterium abscessus infection in (B)(6) 2000. People with diabetes are more susceptible to developing infections, as high blood sugar levels can weaken the patient's immune system defences. A diabetic's insulin injection sight can be a possible infection source. Injections provide a potential gateway for certain immune-suppressing agents to enter the blood. To minimize the risk of infection, all novo nordisk needles are to be used for one injection only. Comment: comment on alternative aetiology: it may be recurrence of dormant subcutaneous infection: organism of identical species isolated in (B)(6) 2009 and recently. Other relevant etiological factors associated with this case are previously isolated mycobacterium from home tap water.